Manufacturer narrative:
No report of patient involvement. The customer declined ge service. No repair information available.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.